Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl which was addressed with a peanut butter sandwich and juice. Reportedly, the customer did not correctly estimate how many carbohydrates were consumed and delivered an incorrect bolus.